Event description:
It was reported that during the procedure, the nc trek rx dilatation catheter was advanced through the copilot rotating hemostatic valve and into the guide catheter. No resistance was felt during advancement; however, the shaft of the nc trek dilatation catheter separated while the device was in the guide catheter. The separated segments were easily removed from the guide catheter and there was no adverse patient effect. There was no clinically significant delay in the procedure. A new nc trek dilatation catheter was then used to complete dilatation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.